Event description:
It was reported that a spectrum pump infused too quickly. The pump was set to infuse 38 ml at 152 ml/hr, and infused the fluid in 4 minutes. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The reported symptom could not be confirmed through the event history log nor reproduced during evaluation. Evaluation ran the pump at 152 ml/hr for 38 ml and the 38 ml was infused in 15 minutes, which is within specification. The unit was calibrated to optimize flow rate accuracy.